Manufacturer narrative:
As reported on a survey for a cordis super torque marker band diagnostic catheter, respondent #9 stated that marker band movement occurred with separation or dislodgement from the catheter. The respondent noted displacement of a marker band during aortic angiography for endovascular aneurysm repair (evar). The event date is unknown. The product is not available for analysis, and the lot number of the affected device is unknown. Additional event details were not provided. The reported ¿marker band (supertorque mb)-dislodged¿ could not be substantiated because the device was not returned and images were not provided. The root cause of this event cannot be determined and procedural or handling factors cannot be excluded. Information for safety is provided in the product labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), contraindications do not use the super torque mb catheter in procedures where entrapment of the catheter between endovascular devices and the vessel wall may occur, for example endovascular aortic repair (evar) procedures. Warnings manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, on a survey for a cordis super torque marker band diagnostic catheter, respondent #9 stated that marker band movement occurred with separation or dislodgement from the catheter. The respondent noted displacement of a marker band during aortic angiography for endovascular aneurysm repair (evar). The event date is unknown. The product is not available for analysis. Additional event details were not provided.